Manufacturer narrative:
A 27-year-old patient with de novo, non-ischemic cardiomyopathy required escalation of therapy while already receiving extracorporeal membrane oxygenation and respiratory support. An impella 5.5 device was placed via the right axillary/subclavian artery. A complaint was filed regarding the pump, reporting a placement signal 20¿30 points lower than the patient¿s arterial line pressure. The physician felt the placement signal was potentially accurate, as the patient showed a physiological response during episodes of decreased mean arterial pressure, with heart rate escalation. During these episodes, the placement signal mean arterial pressure on the impella was approximately 40, while the arterial line mean arterial pressure was around 65. Ultimately, the device was successfully weaned, and the patient survived. H6. Health effect - clinical codes added. H6. Health effect - impact code added. H6. Health effect - clinical code e2403 no longer applies. H6. Health effect - impact code f26 no longer applies.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The physician reported that the impella placement signal (ps) consistently read 20¿30 mmhg lower than the patient¿s invasive arterial line pressure. During episodes of decreased map, the patient showed a physiologic response with heart rate elevation. In these episodes, the impella ps map measured approximately 40 mmhg, while the arterial line map measured approximately 65 mmhg. The discrepancy was documented and communicated to the care team. No additional interventions were documented in the report. No patient injury was reported.